Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's  daughter called this field rep about new symptoms patient was experiencing. Patient also started a new cancer drug around the same time these symptoms began so daughter wanted to inquire about the symptoms to rule out what was causing patient having a warm/burning in back to the groin areas occasionally. Patient also with a spider crawling sensation down legs but not the same feeling as the sensation. Daughter instructed to trial turning off device to see if still having these symptoms. This field rep will be meeting with patient at office on (B)(6) 2023 to further investigate. Additional information was received from the manufacturer representative (rep) on (B)(6) 2023. It was reported that appointment occurred on (B)(6) 2023. All impedances were within normal range. Patient had good coverage in desired locations with programming. No spider sensation or warmth in undesired locations during appt. Daughter said they did decrease. Np ordered x rays to confirm good placement of leads and battery. Daughter reported patient was also going to talk with cancer doctor to see about side effects of medication. On (B)(6) 2023 the patient (pt) reported the cause of the warmth/burning and spider crawling sensations was due to the stimulator being adjusted. Steps taken were the pt went to an office and had their stimulator adjusted. The issue has not been resolved, and it was good for a while, but didn't stop completely as of right now, and started more frequently. Pt will be calling for advice for an end to this. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.